Event description:
Boston scientific received information stating the lead had dislodged. A lead revision has been scheduled in (B)(6). Patient stated he slept with his hands above his head. (B)(6), implant date: (B)(6) 2011, event date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).